Event description:
Report received from the USA stating that during testing, the wires by the device were discovered to be "exposed" exactly where the cord and the device meet. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to improper handling. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).